Manufacturer narrative:
MFR ref. No. (B)(4). Baxter received and evaluated the device the reported symptom false detection of a loaded set was confirmed adn reported. It was found that the upstream tail was not seated properly in the j2 connector on the processor printed circuit board causing the reported symptom. The tail was adjusted.

Event description:
It reported that a pump was falsely detecting a loaded set. There was no pt involvement.